Event description:
It was reported that during a rotator repair surgery, the distal part of the footprint broke after being inserted. A backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 4.5 footprint ultra pk anchor assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during insertion. Off axis insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.